Manufacturer narrative:
The customer¿s report of tpn infusing faster than expected was not confirmed. The pcu event log shows that on (B)(6) 2017 the pump module was in use and infusing tpn at 60ml/hr. At 9:44 pm the vtbi was changed to 1330ml. The infusion continued until 5:17 am on (B)(6) 2017, when the device was paused and channeled off. The volume recorded as being infused during this period was 432.4ml. During this period, the device alarmed for air in line two times. The first time, the user restarted the infusion approximately 5 minutes after the ail alarm. The second time, the user restarted the infusion approximately 14 minutes after the ail alarm. Functional testing found the pump module to be delivering fluid within specification. The starting volume of the fluid container cannot be determined through device logs. The disposable set was not returned for investigation. The root cause of the reported event was not identified.

Event description:
The customer reported that at 2140 an infusion of tpn 1440ml was initiated at 60ml/hr thru a vascular port. At 0545 the next morning the patient reported their ¿skin felt hot." Upon assessment the infusion rate was noted to be correct and the tubing was correctly inserted into the device; however, it was noted that the fluids were dripping faster than expected and the tpn bag had only 300 ml remaining. There were no leaks noted. A concomitant device was infusing zosyn. The tpn infusion was stopped and the device discontinued. The patient had an elevated blood glucose of 745 and received 10 units humalog insulin at 0630. Thirty minutes later the glucose was rechecked and was 300. The patient received 12 units of humalog insulin at 0745 and the blood glucose level came down to 140. There was no lasting harm to the patient.